Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus australia & new zealand (oaz) for evaluation. The evaluation of the device by oaz confirmed the following; dvi input/output connector and y/c in connector were damaged. The bezel protect plate was dented. There were cracks and scratches on the housing. The exact cause of the reported malfunction could not be conclusively determined, however there is possibility that the reported malfunction was caused by customer handling based on the information that the bezel protect plate was dented and the housing was damaged. The device is an original equipment manufactured product and omsc could not check the device history record (DHR) because DHR is unknown. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for use the endoscopic image was not displayed on the monitor, due to the dvi connector of the device was damaged and it was difficult to connect the cable.there was no report of patient injury associated with this event.